Event description:
A 23mm transcatheter valve was successfully implanted by tf approach and only a mild pvl remained. The patient was a lady (B)(6) enrolled in a clinical trial study.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the cause of the event cannot be determined.

Event description:
Through follow up edwards received information that a 23mm valve is showing calcification leading to stenosis (mean/max gradient 57/84 mmhg - heart rate 65bpm - ao 0.6cm2 ) after an implant duration of five (5) years, five (5) months. The patient is a lady of (B)(6) enrolled in the clinical trial study. As reported by the clinical trial team, during the study no svd was reported for this case. Echo performed at 4 months showed normal study valve. Calcification of the valve was detected on echo performed 5 years and 5 months after the implant.

Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand, carpentier-edwards® perimount magna ease¿ pericardial bioprosthesis, model# 3300tfx, PMA# p860057/s042. The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. Without additional information or return of the device the clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 19mm aortic valve is showing structural valve deterioration. Surgeon is considering patient to undergo valve-in-valve intervention. No additional information was provided.